Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc coin battery was evaluated and identified as requiring replacement. Further service was provided by a third party service provider. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.